Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the saw blade has loosened during surgery. No prolongation of surgery was reported. This report is for the unknown handpiece. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the hand-piece part and lot number unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.